Event description:
It was reported that an ilet bionic pancreas generated a ¿restart¿ alert and repeatedly cycled through restart attempts; a press-and-hold sequence to initiate a rewind could not proceed due to an ¿unable to proceed¿ message, and the device was replaced. Symptoms included no reported adverse clinical effects; the user¿s continuous glucose monitor showed a blood glucose of 127 mg/dl. Outcomes included no medical intervention or hospitalization. Investigation included technical support troubleshooting and education by phone. Investigation of this case revealed a device malfunction manifested by recurring restart alerts and failure to progress through the restart/rewind sequence. It was concluded that the event was due to a device malfunction.